Manufacturer narrative:
It was determined that the board failure was related to the 8 year age of the device and attributed to normal wear and tear. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was partially confirmed; the reported problem of "socket was damaged" was confirmed; the problem of "big black in front" was not confirmed. The cause of the confirmed problem was determined to be a faulty dr board from the patient board set. No image was observed inside the mask when testing with olympus series 180 scopes.

Event description:
A user facility reported to olympus that the socket was damaged and a "big black in front." The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.